Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that at implant the unit was improperly programmed to ug/ml for the morphine and it was supposed to be mg/ml. They just noticed the mistake "the other day." They changed the concentration unit today ((B)(6) 2013) which automatically changed the unit in the dosing field. No bridge bolus was done because there was no concentration or dosing change; only the unit was incorrectly entered, not the actual concentration or dose of the medication. The issue was resolved. There were no therapy issues for the patient. The pump was delivering bupivacaine, baclofen, and morphine.

Event description:
Additional information was received and it was reported that the patient did not experience any ill side effects related to the event. The correct medication and dose were in the pump but the units were mislabeled. The miss-programming took place on (B)(6) 2013. The patient was fine.